Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the front therapy electrode. The patient initialy contacted the physician, whose assistant recommended muleskin. However, this could not be used as it would prevent proper electrode contact with the skin. The patient also reported that due to her body type, the garment rolls up, contributing to the wound. Follow up indicated that the physician provided the patient a powder and guaze to place on the wound. Additional follow up indicated that hte patient's physician later instructed the patient to remove the lifevest. The wound was reported to be healing once the device was removed.